Manufacturer narrative:
Batch review performed on 04 jun 2019: lot 100282: (B)(4) items manufactured and released on 08-apr-2010. Expiration date: 2015-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Visual inspection performed by medacta r&d hip project manager: ha layer intact on the higher proximal part. Scratches on femoral neck due to extraction. Clinical evaluation performed by medical affairs director: partial hip revision surgery (femoral component) occurred 8.5 years after cementless total hip arthroplasty in a heavy patient ((B)(6) kg). In the radiographic image provided bone quality alterations are visible but information provided are not sufficient to determine their nature. Implant position and size selection cannot be assessed in this picture. The reason of this event cannot be determined on the basis of available information.

Event description:
Revision surgery performed, 8 years and a half after primary surgery, due to stem loosening. Hip stem and head revised successfully.